Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon "when the camera cable is curved, the image does not appear", was reproduced, and it was likely that poor communication functions have occurred due to the poor cable, resulting in a failure that does not show images. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. Do not apply impact to the camera head. Damage may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed, the image had noise, and the subject could not be recognized. This issue was due to the camera cable being found bent and broken. Additional issues were identified during the device evaluation: the scope mount was bent, and the head of the device was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the image of the high definition autoclavable camera head had disappeared. There were no reports of patient harm associated with this event.